Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during implantation in a tka surgery, two (2) journey fem impact bumper rt broke. The procedure was resumed, without any delay, using a s+n backup device. No injury was reported as result of this issue.

Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that the bumper broke during implantation. However, after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable, since the bumper broke external to patient due to normal wear and tear. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury. Corrected data: b5.

Event description:
It was reported that, during implantation in a tka surgery, one (1) journey fem impact bumper rt broke external to the patient due to wear and tear. The procedure was resumed, without any delay, using a s+n backup device. No injury was reported as result of this issue.

Event description:
It was reported that, during implantation in a tka surgery, one (1) journey fem impact bumper rt broke. The procedure was resumed, without any delay, using a s+n backup device. No injury was reported as result of this issue.